Event description:
Blood was leaking from a crack in tubing just below the filter junction. The tubing was attached to the crrt device at time of the incident. Prior to incident priming of the tubing went smoothly.